Manufacturer narrative:
The pump was received with a button error alarm due to the corroded keypad traces. The pump had a minor scratched lcd window, a broken reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 92 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.